Event description:
It was later reported that the car accident suspected as the cause of the issue. Troubleshooting was performed and they were high impedances greater than 4000 ohms noted on these electrodes c and 2, 0,2, 1,2, 3,2 and the system was explanted and replaced. No symptom was reported regarding the event.

Event description:
It was reported that over the past few months the patient reported that interstim was not working the same. The patient had increased the stimulation amplitude and it did not help. The patient was having more accidents, leakage and she was losing sensitivity. It was stated that the symptoms came on suddenly and gradually got worse. There was no fall reported. The patient also mentioned that two months ago she was rear-ended (car accident) twice within five days. The patient had not had the device checked since the accidents. The patient was getting physical therapy due to back pain after the accident. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v532909, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information received later indicated that the impedances were greater than 4000 on all combinations. It was indicated that patient recovered without sequela.

Event description:
Additional information received reported that the patient's health care provider (hcp) and manufacturer representative strongly suspected that the accident damaged the device. It then caused the device to have to be replaced because it was completely non-functional. The patient remembered that when they were still under anesthesia the manufacturer representative spoke to the hcp and the patient's family member and they said they would send it in for testing to validate that it was because of the accident. The patient needed documentation to resolve their auto claim.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. Analysis of the tined lead (v532909) found that the lead body conductor was broken at or near the tines. H6. Result and conclusion codes have been updated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.